Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted:(B)(6) 2020, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedances were do not use on 9<(>&<)>13 and avoid 1,3,5<(>&<)>6. Was able to program around the faulty electrodes and gain coverage in painful areas for patient. Possible reason for impedances were due to him falling in the past few months additional information received from the manufacturer representative reported that the patient could not turn the intensity up and saw the message that desired settings could not be delivered. Impedances were checked and electrodes 2, 6, 8, 9, 10, 11, 12, 13, 14 were all red while all other electrodes were marked yellow and avoid. The patient was asked if there were any recent falls and the only one he could recall was (B)(6) 2023. A lead revision was reviewed with the patient and the patient stated he would have to think about it.